Manufacturer narrative:
On 27-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and the medical team was unable to flush the pentaray catheter as they prepared to reinsert it into the body. They tried to manually flush the catheter with syringe without resolution. The pentaray catheter was not on a pump. It was on a pressurized saline bag, so there were no pump errors noted. When the catheter was replaced, the issue resolved. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device number lot 31631061l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and the medical team was unable to flush the pentaray catheter as they prepared to reinsert it into the body. They tried to manually flush the catheter with syringe without resolution. The pentaray catheter was not on a pump. It was on a pressurized saline bag, so there were no pump errors noted. When the catheter was replaced, the issue resolved.